Event description:
The manufacturer received information alleging an issue with a ventilator's lcd screen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.